Event description:
The customer reported to olympus that there was a bad quality and poor image issue while using the camera head. The issue occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The issue was unable to be duplicated. Estimation technician found that the unit failed the leak test due to a puncture on the cable. The investigation is ongoing.a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) one year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that water flooded through the cable hole and temporarily prevented the images from being displayed. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments. (Tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.